Event description:
A malfunction was reported with no notable events occurring prior. There was no reported adverse impact to customer's blood glucose level. Technical support instructed the customer to put the pump into storage mode and return it using a prepaid label, and a replacement pump was arranged. The pump was confirmed to be under warranty, and the customer was advised to use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery.